Event description:
Dr scheduled a revision tha secondary to a patient having multiple dislocations. The index procedure was believed to have been done around 2006. Exposure of the joint revealed significant metallosis and trunnion damage. Dr decided to replace the polyethylene liner, remove the stem and implanted a competitor hip stem.

Manufacturer narrative:
Reported event: an event regarding wear & dislocation involving a metal head was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.